Manufacturer narrative:
(B)(4). Concomitant products: nexgen provisional stemmed tibial component size 2 item # 0059812702 lot # 60144478. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the trial broke in two pieces upon trialing it in patient. Both pieces were retrieved.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The event occurred in canada. Complaint sample was evaluated and the reported event was confirmed. Visual evaluation of provisional stemmed tibial shows signs of repeated use (nicked or gouged) and is fractured into two pieces. The device was submitted for further analysis. Sem analysis determined fracture in the tibial stemmed provisional is consistent with bending overload fracture. Review of the device history record identified no deviations or anomalies during manufacturing. Medical records were not provided. The root cause of the reported issue was due to repeated use of the instrument for more than 14+ years field life; which causes wear and tear to the instrument and led to the fracture. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.